Event description:
The battery voltage was reported at 2.44v after one year implant.

Manufacturer narrative:
The reported field event of premature battery depletion was verified in the laboratory. The battery voltage was 2.44v. Longevity calculations were found to be outside normal limits. An internal short within the battery was found to be the cause for the low battery voltage.